Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. The target lesion was located in the left carotid artery. The patient presented with an acute cerebral infarction in the left internal carotid artery due to ruptured plaque. A percutaneous transluminal angioplasty was performed with an unknown balloon catheter in the left internal carotid artery and aspiration was performed with a non-bsc system. A carotid wallstent mr was implanted in the left internal carotid artery at an unspecified time during the procedure. The physician was monitoring the patient and the patient condition was "not bad". (B)(6) days post procedure, bleeding was found in the left internal carotid artery at the stent level. For treatment, tissue plasminogen activator (tpa) was administered and pressure reduction was performed. However, the patient condition declined and seven days post procedure the patient expired. The cause of bleeding is unknown and was not caused by a vessel perforation. The cause of death is unknown. Additional information has been requested and is not available.

Event description:
It was further reported that three days prior to the procedure the patient suffered the acute cerebral infarction, corrected from the patient presented presented with an acute cerebral infarction as previously reported. At 24 hours post procedure, bleeding was found and treatment was administered, corrected from four days as previously reported. It was further reported that the patient had a stroke. Four days post procedure the patient expired, corrected from seven days as previously reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
If implanted, give date: corrected from (B)(6) 2012 to (B)(6) 2012. (B)(4).

Manufacturer narrative:
Describe event or problem: corrected, updated. Therapy dates and desc: updated. Correction: bleeding at stent level was initially reported and correction to there was no bleeding at the stent level. (B)(4).

Event description:
It was further reported that the non-bsc aspiration system was unable to cross the target lesion. Pre dilation was then performed with a non-bsc balloon catheter. Two non bsc guide wires were placed at the target lesion and the non-bsc aspiration system was used to aspirate the thrombosis located in the left internal carotid artery (ica). The carotid wallstent mr (cws) was implanted in the left ica. Bleeding was found under CT that was caused by the cerebral infarction and not by the implanted cws. There was no bleeding at the stent level and no cws malfunctions occurred during the procedure. Post dilation was performed with a non-bsc balloon catheter. The stenting treatment procedure was successfully completed. The cause of death was brain herniation.